Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens, -13.0 diopter, in the patients right eye (od) on (B)(6) 2015. The reported stated that the lens is scheduled to be removed on (B)(6) 2017 due to the patient forming cataracts. The reporter indicted that cataract surgery is being performed and a tecnis iol from a different manufacturer is being implanted. Reported stated that it is unknown if the adverse event was related to the lens.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2017 with no patient injury. Cataract surgery was performed and an iol was implanted. The patient is doing well and there were no issues with the removal of the icl lens. (B)(4).